Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Olympus was not able to confirm the customer reported failure of error code 227. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video cable is broken and therefore error 216 occurs and no image is displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented scope communication error code 216 and error code 227, and the picture had intermittent fault during reprocessing. There were no reports of patient involvement.